Event description:
It was reported by the patient's spouse that the previously working remote monitor was no longer receiving power. It was verified that the power cord was connected into the monitor and into a working electrical outlet. A replacement power cord was sent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.